Manufacturer narrative:
One osseotite tapered implant was returned for inspection. The product shows signs of wear consistent with use, and debris about the threads and drive feature. The internal drive feature is confirmed to be damaged, with nicks and burrs about the internal hex. The malfunction occurred as reported thus the complaint is confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device identification: expiration date, UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient's weight unknown/ not provided. Event date not provided. Reporter's email address not provided.

Event description:
It was reported that the implant (xifnt510) was stripped and would not allow to integrate. It was also reported that they were able to complete the procedure with another implant.